Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headaches') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced headache (seriousness criterion medically significant), depression ("depression"), bone pain ("bone pain"), myalgia ("muscle pain"), cognitive disorder ("cognitive problems") and fibromyalgia ("fibromyalgia"). At the time of the report, the headache, depression, bone pain, myalgia, cognitive disorder and fibromyalgia outcome was unknown. The reporter considered bone pain, cognitive disorder, depression, fibromyalgia, headache and myalgia to be related to essure. The reporter commented: event date of occurrence (not specified): (B)(6) 2016. Usual gynaecologist was seen in 2016, 2017, 2018 and 2019 and refused to remove the implant. Appointment made with his superior in december who agreed to the removal (it was not reported if essure was removed indeed). Patient was on sick leave since (B)(6) 2019. She stated she was sick and would soon be fired for incapacity. She mentioned a lawsuit against bayer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headaches') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced headache (seriousness criterion medically significant), depression ("depression"), bone pain ("bone pain"), myalgia ("muscle pain"), cognitive disorder ("cognitive problems") and fibromyalgia ("fibromyalgia"). At the time of the report, the headache, depression, bone pain, myalgia, cognitive disorder and fibromyalgia outcome was unknown. The reporter considered bone pain, cognitive disorder, depression, fibromyalgia, headache and myalgia to be related to essure. The reporter commented: event date of occurrence (not specified): (B)(6) 2016. Usual gynaecologist was seen in 2016, 2017, 2018 and 2019 and refused to remove the implant. Appointment made with his superior in december who agreed to the removal (it was not reported if essure was removed indeed). Patient was on sick leave since (B)(6) 2019. She stated she was sick and would soon be fired for incapacity. She mentioned a lawsuit against bayer. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-sep-2020. The most recent information was received on 22-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain ('sore everywhere') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced depression ("depression"), bone pain ("bone pain"), myalgia ("muscle pain"), cognitive disorder ("cognitive problems"), fibromyalgia ("fibromyalgia") and headache ("headache"). On an unknown date, the patient experienced pain (seriousness criterion medically significant), muscle spasms ("cramps"), fatigue ("chronic fatigue"), musculoskeletal pain ("muscle and joint pain"), abdominal pain upper ("stomach ache"), occipital neuralgia ("arnold¿s neuralgia"), trigeminal neuralgia ("trigeminal neuralgia"), essential tremor ("essential tremor") and cervicobrachial syndrome ("bilateral cervicobrachial neuralgia"). At the time of the report, the pain, muscle spasms, fatigue, musculoskeletal pain, abdominal pain upper, occipital neuralgia, trigeminal neuralgia, essential tremor and cervicobrachial syndrome had not resolved and the depression, bone pain, myalgia, cognitive disorder, fibromyalgia and headache outcome was unknown. The reporter considered abdominal pain upper, bone pain, cervicobrachial syndrome, cognitive disorder, depression, essential tremor, fatigue, fibromyalgia, headache, muscle spasms, musculoskeletal pain, myalgia, occipital neuralgia, pain and trigeminal neuralgia to be related to essure. The reporter commented: event date of occurrence (not specified): (B)(6) 2016. Usual gynaecologist was seen in 2016, 2017, 2018 and 2019 and refused to remove the implant. Appointment made with his superior in december who agreed to the removal (it was not reported if essure was removed indeed). Patient was on sick leave since (B)(6) 2019. She stated she was sick and would soon be fired for incapacity. She mentioned a lawsuit against bayer. Clinical consequences and current condition of the patient or person involved: arnold¿s neuralgia, trigeminal neuralgia, bilateral cervicobrachial neuralgia, essential tremor, chronic fatigue, muscle and joint pain, cramps. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: reporter added new events "fatigue. Stomach ache. Muscle and joint pain. Sore everywhere (newly assessed as the serious incident by company). Arnold¿s neuralgia. Trigeminal neuralgia. Bilateral cervicobrachial neuralgia, essential tremor. Cramps" based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4), (B)(4) and (B)(4)) on 29-sep-2020. The most recent information was received on 31-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("sore everywhere") and depression ("depression") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Co-suspect products included androcur and diane 35. The patient had a medical history of menopause and stress. On (B)(6) 2015, the patient had essure inserted. In 2016, she experienced depression (seriousness criterion hospitalisation), bone pain ("bone pain"), arthralgia ("joint and muscle pain"), cognitive disorder ("cognitive problems"), fibromyalgia ("fibromyalgia") and headache ("headache"). Essure was removed on (B)(6) 2020. On an unknown date, the patient started androcur at an unspecified dose and frequency. On an unknown date, the patient started diane 35 (oral) 1 df daily. On unknown dates she experienced pain (seriousness criterion medically important), muscle spasms ("cramps"), fatigue ("chronic fatigue"), abdominal pain upper ("stomach ache"), migraine ("migraine"), occipital neuralgia ("arnold¿s neuralgia"), trigeminal neuralgia ("trigeminal neuralgia"), essential tremor ("essential tremor"), cervicobrachial syndrome ("bilateral cervicobrachial neuralgia"), asthenia ("asthenia"), amnesia ("loss of memory"), visual impairment ("loss of vision, regular decline in eyesight"), dizziness ("dizziness"), pruritus ("itching"), sjogren's syndrome ("autoimmune sicca syndrome autoimmune sicca syndrome requiring dermatological, ophthalmological and dental monitoring"), cardiac disorder ("cardiac problems"), skin disorder ("skin problems"), tooth disorder ("tooth problems") and sleep disorder ("sleep problems"). The patient was treated with hydroxychloroquine, triptan [oxitriptan], laroxyl (amitriptyline hydrochloride), nocertone (oxetorone fumarate), epitomax (topiramate), sanmigran [pizotifen malate], lyrica (pregabalin), ketamine, acupan (nefopam hydrochloride), doliprane (paracetamol), analgesics, antipruritics, astringents and anti-inflammatory agents and proton pump inhibitors as well as surgery (essure removal by hysterectomy with oophorectomy and salpingectomy). At the time of the report, the pain, arthralgia, fibromyalgia, muscle spasms, fatigue, abdominal pain upper, occipital neuralgia, trigeminal neuralgia, essential tremor, cervicobrachial syndrome, visual impairment and sjogren's syndrome had not resolved. The outcomes for depression, bone pain, cognitive disorder and headache were unknown. The reporter considered abdominal pain upper, amnesia, arthralgia, asthenia, bone pain, cardiac disorder, cervicobrachial syndrome, cognitive disorder, depression, dizziness, essential tremor, fatigue, fibromyalgia, headache, migraine, muscle spasms, occipital neuralgia, pain, pruritus, sjogren's syndrome, skin disorder, sleep disorder, tooth disorder, trigeminal neuralgia and visual impairment to be related to essure administration. No causality assessment was received for androcur and diane 35 with regard to depression, bone pain, arthralgia, pain, cognitive disorder, fibromyalgia, muscle spasms, fatigue, abdominal pain upper, headache, occipital neuralgia, trigeminal neuralgia, essential tremor, cervicobrachial syndrome, asthenia, amnesia, visual impairment, dizziness, pruritus, sjogren's syndrome, migraine, cardiac disorder, skin disorder, tooth disorder or sleep disorder. The reporter commented: event date of occurrence (not specified): (B)(6) 2016. Usual gynaecologist was seen in 2016, 2017, 2018 and 2019 and refused to remove the implant. Appointment made with his superior in december who agreed to the removal. Patient on sick leave since (B)(6) 2019, would soon be fired for incapacity. She had a lawsuit against bayer. Clinical consequences and current condition of the patient: arnold¿s neuralgia, trigeminal neuralgia, bilateral cervicobrachial neuralgia, essential tremor, chronic fatigue, muscle and joint pain, cramps. Follow up report from consumer: essure was removed. Fibromyalgia, autoimmune sicca syndrome ongoing. Recognition of disabled worker status at +80%. Lost job, thus retired due to disability. Loss of income. Loss of 8 years of life: 5 to undergo surgery, and remove the implants and genital organs + 3 years to find the diagnosis and partial cure. Regular decline in eyesight; heart, skin, dental and sleep problems. Obligation to take plaquenil, to consult a naturopath to purge the heavy metals and liver obstructed with all the painkillers ingested for 8 years. All the specialists I saw dealt with their field: otorhinolaryngology, neurologist, rheumatologist, dentist, dermatologist, ophthalmologist, psychiatrist and algologist and blamed the symptoms on stress and the menopause, whereas the disease was detected by an internal medicine specialist who diagnosed it immediately by performing biological tests, a salivary gland biopsy and an osteodensitometry. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] (date unknown): salivary gland biopsy: autoimmune sicca syndrome. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: health authority provided follow up from consumer: essure was removed on (B)(6) 2020 (hysterectomy with oophorectomy and salpingectomy). Events added: asthenia, loss of memory, loss of vision, dizziness, itching, migraine, sicca syndrome, cardiac, skin, tooth, sleep problems. Patient was in psychiatric hospital for depression. Remedial drugs added. Outcome added. This report was detected to be a duplicate to record #(B)(4) (medwatch 3500a MFR number 2951250-2021-01212) which will be deleted in bayer safety database, all information was transferred to this duplicate record #(B)(4) which will be retained. New: reporter was added. Androcur and diane 35 mentioned as suspect drugs. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.